Event description:
The tech alleged that the side rail could not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail was missing the latch bushing, roller guide and lower pivot bold. The tech replaced the side rail latch bushing, roller guide and lower pivot bolt to resolve the issue.